Event description:
The customer reported to baxter (B)(4) a clearlink "y" type catheter extension set which was leaking during an infusion. The customer stated that he is not 100% sure that the leak was from the y type clearlink. The sample is not available. There is no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.